Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pelvic infection ("pelvic infection") and endometriosis ("endometriosis") in a 33-year-old female patient who had essure (ess205) (batch no. M422135- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Previously administered products included for birth control: depoprovera from (B)(6) 2005 to 12-jan-2006 and tri-sprintec from 2000 to (B)(6) 2005. Concomitant products included hydroxyzine hydrochloride (hydroxizine) since 2012, ibuprofen from 2007 to 2017, medroxyprogesterone acetate (depoprovera), metoclopramide, morphine sulfate, ondansetron, oxycodone hydrochloride;paracetamol (percocet), oxycodone hydrochloride;paracetamol (percocet), sertraline hydrochloride (zoloft) since 2012 and trazodone since 2012. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections") with vaginal discharge, fatigue ("chronic fatigue"), urinary tract infection ("utis") and tooth disorder ("dental problems"). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2006, the patient experienced dyspareunia ("painful intercourse (dyspareunia)"). On (B)(6) 2007, the patient experienced rash ("rashes") with erythema and pruritus, skin disorder ("skin bumps") and alopecia ("hair loss"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), adenomyosis ("uterine endometriosis") with uterine pain, vulvovaginal mycotic infection ("chronic yeast infections"), dry skin ("dry skin/dry patches"), nausea ("nausea") and burning sensation ("burning"). The patient was treated with vitamins nos, laparoscopy for endometriosis and surgery (laparoscopy, total hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy on 31-mar-2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, headache, dyspareunia, rash, alopecia, fatigue, weight increased, vaginal haemorrhage, urinary tract infection and tooth disorder had resolved and the pelvic infection, abdominal pain lower, back pain, dysgeusia, arthralgia, adenomyosis, vulvovaginal mycotic infection, vaginal infection, depression, anxiety, skin disorder, dry skin, weight decreased, nausea and burning sensation outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: one more lot # reported (could not be added due to field length too short: s17-5213. Since her removal surgery, her symptoms have mostly resolved, though some remain. Sick leave taken from this job or other job for medical reasons- hysterectomy recovery, uti and pelvic infection, laparoscopy for endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: confirming full occlusion of fallopian tubes.. Lot numbers report s17-5213, 272774, m422135, j7241454 are invalid. Most recent follow-up information incorporated above includes: on 20-mar-2019: fu 5 and 6 were processed together. ¿update of information (batch is not valid)¿ incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pelvic infection ("pelvic infection") and endometriosis ("endometriosis") in a 33-year-old female patient who had essure (ess205) (batch no. S17-5213, 272774, m422135, j7241454) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Previously administered products included for birth control: depoprovera from (B)(6) 2005 to (B)(6) 2006 and tri-sprintec from 2000 to (B)(6) 2005. Concomitant products included hydroxyzine hydrochloride (hydroxizine) since 2012, ibuprofen from 2007 to 2017, metoclopramide, morphine sulfate, ondansetron, oxycodone hydrochloride;paracetamol (percocet), oxycodone hydrochloride;paracetamol (percocet), sertraline hydrochloride (zoloft) since 2012 and trazodone since 2012. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections") with vaginal discharge, fatigue ("chronic fatigue"), urinary tract infection ("utis") and tooth disorder ("dental problems"). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2006, the patient experienced dyspareunia ("painful intercourse (dyspareunia)"). On (B)(6) 2007, the patient experienced rash ("rashes") with erythema and pruritus, skin disorder ("skin bumps") and alopecia ("hair loss"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), adenomyosis ("uterine endometriosis") with uterine pain, fungal infection ("chronic yeast infections"), dry skin ("dry skin/dry patches"), nausea ("nausea") and burning sensation ("burning"). The patient was treated with vitamins nos, laparoscopy for endometriosis and surgery (total hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, headache, dyspareunia, rash, alopecia, fatigue, weight increased, vaginal haemorrhage, urinary tract infection and tooth disorder had resolved and the pelvic infection, abdominal pain lower, back pain, dysgeusia, arthralgia, adenomyosis, fungal infection, vaginal infection, depression, anxiety, skin disorder, dry skin, weight decreased, nausea and burning sensation outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Leave taken from this job or other job for medical reasons- hysterectomy recovery, uti and pelvic infection, laparoscopy for endometriosis diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in february 2007: results: confirming full occlusion of fallopian tubes.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- lot numbers were added. Added event pelvic infection and endometriosis. Treatment and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depoprovera from (B)(6) 2005 to (B)(6) 2006 and tri-sprintec from 2000 to (B)(6) 2005. Concomitant products included metoclopramide, morphine sulfate, ondansetron and oxycocet (percocet). On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections") with vaginal discharge, fatigue ("chronic fatigue"), urinary tract infection ("utis") and tooth disorder ("dental problems"). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2006, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2007, the patient experienced rash ("rashes") with erythema and pruritus, skin disorder ("skin bumps") and alopecia ("hair loss"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), adenomyosis ("uterine endometriosis") with uterine pain, fungal infection ("chronic yeast infections"), dry skin ("dry skin/dry patches"), nausea ("nausea") and burning sensation ("burning"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dysgeusia, arthralgia, adenomyosis, migraine, headache, fungal infection, vaginal infection, dyspareunia, depression, anxiety, rash, skin disorder, dry skin, alopecia, fatigue, weight increased, weight decreased, nausea and burning sensation outcome was unknown and the vaginal haemorrhage, urinary tract infection and tooth disorder was resolving. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new events added abnormal bleeding (vaginal, menorrhagia), utis and dental problems. Burning was added. Event onset dates, outcome and intensity were added. Historical drug and concomitant condition was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Previously administered products included for birth control: depoprovera from (B)(6)2005 to (B)(6)2006 and tri-sprintec from 2000 to (B)(6)2005. Concomitant products included hydroxyzine hydrochloride (hydroxizine) since 2012, ibuprofen from 2007 to 2017, metoclopramide, morphine sulfate, ondansetron, oxycodone hydrochloride;paracetamol (percocet), sertraline hydrochloride (zoloft) since 2012 and trazodone since 2012. On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2005, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections") with vaginal discharge, fatigue ("chronic fatigue"), urinary tract infection ("utis") and tooth disorder ("dental problems"). On (B)(6)2005, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2006, the patient experienced dyspareunia ("painful intercourse (dyspareunia)"). On (B)(6)2007, the patient experienced rash ("rashes") with erythema and pruritus, skin disorder ("skin bumps") and alopecia ("hair loss"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), adenomyosis ("uterine endometriosis") with uterine pain, fungal infection ("chronic yeast infections"), dry skin ("dry skin/dry patches"), nausea ("nausea") and burning sensation ("burning"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6)2017). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, headache, dyspareunia, rash, alopecia, fatigue, weight increased, vaginal haemorrhage, urinary tract infection and tooth disorder had resolved and the abdominal pain lower, back pain, dysgeusia, arthralgia, adenomyosis, fungal infection, vaginal infection, depression, anxiety, skin disorder, dry skin, weight decreased, nausea and burning sensation outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - in february 2007: results: confirming full occlusion of fallopian tubes.. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "severe pelvic pain, weight gain, rashes, hair loss, painful intercourse (dyspareunia), abnormally severe menstrual pain/dysmenorrhea (cramping), abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia), dental problems, chronic fatigue, utis, migraines, headaches " outcome updated to "recovered / resolved" from pfs. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), adenomyosis ("uterine endometriosis") with uterine pain, migraine ("migraines"), headache ("headaches"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), rash ("rashes") with erythema and pruritus, skin mass ("skin bumps"), dry skin ("dry skin"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and nausea ("nausea"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6). At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dysgeusia, arthralgia, adenomyosis, migraine, headache, fungal infection, vaginal infection, dyspareunia, depression, anxiety, rash, skin mass, dry skin, alopecia, fatigue, weight increased, weight decreased and nausea outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin mass, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6): confirming full occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.